Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained low blood glucose of 27 mg/dl and the current blood glucose level is 238 mg/dl. Troubleshooting found that the customer treated their low blood glucose was glucose tablets. No further information was provided.